Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration appears to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Xtw with lot# cds-40827a1030 was implanted in central-medial. A second xtw-clip with lot# cds-40911a2095 was implanted to treat the remaining mr in the lateral area. An increasing mr medial of the first clip was noted during implantation of the second clip. The first implanted clip was still attached to both leaflets but had migrated.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.